Event description:
A vaxcel mini port was placed for therapeutic purposes in 2006. Unable to get a blood return, a port patency study was performed which revealed the catheter had fractured and migrated to the pt's pulmonary artery. The catheter piece was successfully retrieved with a snare approx 10 months later along with explantation of the port. The port was replaced 3 days later later. The complainant reported that there was no add'l advese effect on the pt as a result of the reported procedure.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.